Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced catheter not draining and peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. Upon follow up with the nurse on (B)(6) 2012, it was discovered that the patient's catheter stopped working and he went to the hospital to get it fixed. Two days later, he acquired peritonitis. (B)(6) is currently on back-up hemodialysis and is recovered from the event. (B)(6) stated if any additional details are needed to call back and speak with (B)(6) next friday ((B)(6) 2012). No additional information is available. The nurse stated the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, information was received from a nurse. Adverse event details have been updated and or revised. On an unreported date, the patient was placed on backup hemodialysis. On (B)(4) 2012, the patient was discharged. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k05038, h11j02037 and h11i10080 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.